Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable cardiac monitor (icm) was unable to send a manual transmission using a new mycarelink monitor. The patient was unable to consistently transmit at the time of the call, and the monitor connection availability was listed as disconnected. The last communication from the device occurred 1671 days prior. Despite guidance from both the clinician and support, the patient report was not sent. The patient observed a green progress bar that appeared and disappeared, but no transmission was sent. The patient confirmed receipt of the new monitor, reported a strong cellular signal and 4g connectivity, and stated that the monitor was positioned near a window. Troubleshooting steps included advising the patient to disconnect and reconnect the monitor to the wall outlet, charge the monitor in a different socket for one hour, and guiding the patient through the report sending process. The patient was referred to the clinic for a device check and further assistance. A ticket was also created due to the monitor not communicating still after despite all the troubleshooting done. No patient complications have been reported as a result of this event.